Event description:
During the evaluation of the trilogy evo brazil device at a third-party service center, a ventilator inoperative message was confirmed. The technician recommended replacing the device's machine flow sensor to address the issue. Additionally, it is documented that the machine flow sensor is dirty, and the blower had an abnormal noise and therefore were replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.